Event description:
It is reported that the pt was revised due to osteolysis.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. No product or x-rays were returned for review. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation suggest that the event is related to the issues for which zimmer implemented a correction action for in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Ref. MDR 1822565-2006-00284 for add'l info regarding the corrective action taken. Evaluation: the device history records have been reviewed, and it appears that the lots in question were produced, inspected, and packaged within established and validated process parameters. Should add'l substantive info be received, the complaint will be reopened.